Event description:
Boston scientific d150 dynagen ICD(implantable cardioverter-defibrillator) experienced premature battery depletion due to radiofrequency overuse from the home monitor as the equipment was placed in the patient's kitchen instead of at the bedside. Battery longevity estimate went from 9.5 years on (B)(6) 2024 to 6 years on (B)(6) 2024 to 3.5 years as of (B)(6) 2024. Manufacturer received an alert from the device for rf overuse and attempted to contact the patient directly to troubleshoot the issue, but were unable to contact and left a voicemail. Patient did not return the call to boston scientific. The clinic was not notified of the issue, it was found when the patient reported to the clinic for a routine scheduled appointment and the device was interrogated. Battery use is 177% versus expected normal use.